Event description:
It was reported that the patient's blood glucose level rose to 19.2 mmol/l (346 mg/dl) while wearing the pod between 1 and 4 hours on (B)(6) 2026. The patient reported that the pink slide moved forward, cannula inserted into the skin, and adhesive was secure during wear. There was no received alarms or alerts, however the patient noticed some insulin leakage at the insertion site (arm). Upon removal of the pod, the patient was unable to view the pod. The patient was able to successfully resume treatment with a new pod. No medical assistance was needed. The patient stated that the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.